Event description:
Customer reports, upon removal of dobbhoff feeding tube, it was noted that the tube fractured 24" from the distal tip. (19" remain in the stomach and duodenum.) Three days later, an endoscopic procedure was performed to retrieve retained piece of tubing. No pt injury is reported.